Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was not properly communicating. Upon removal from the patient's body, the electrode was missing. Customer's blood glucose was not known. The sensor will be returned for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found bent inside of the sensor base. It could not be confirmed if the sensor was received in said condition due to the customer returning the sensor opened and used.